Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-00433, 1627487-2024-00434, 1627487-2024-00435. It was reported the patient's leads had migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established.